Event description:
The customer's parent called and reported the customer had been hospitalized with high blood glucose and diabetic ketoacidosis. His blood glucose was 780 mg/dl. The customer's blood glucose at the time of this report was 96 mg/dl. The call was dropped. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.